Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. 320550 batch no. 0119875. Consumer stated, no insulin flow when priming and sometimes taking injections stated, injections are painful. Stated, she does not like the 2nd gen and would prefer the original or something else date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. 320550, batch no. 0119875. Consumer stated, no insulin flow when priming and sometimes taking injections stated, injections are painful stated, she does not like the 2nd gen and would prefer the original or something else date of event: unknown.